Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the torque screw of the a3059 mayfield composite series skull clamp loosened during surgery even though it was locked. The date of the incident was not specified. The head of the patient came out the mayfield clamp without injury.

Manufacturer narrative:
The returned unit tested according to manufacturer specifications; no failure found. Device history record review showed there was no abnormalities related to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. This is the first time the device was in service. The complaint event was unconfirmed. Root cause is unknown, however review of the foreseeable sequence of events indicated in risk management file indicates the most likely reason for reported failure of "unintended movement of the patient¿s head¿ is: clinician or staff applied an inadequate load to the patient¿s head; clinician used unapproved skull pins; index locking mechanism was not fully engaged; clinician/staff applied a clamping load greater than the patient¿s skull could support.

Event description:
N/a.